Event description:
It was reported that the procedure was performed to treat a lesion in the right common iliac artery (cia). After the left common femoral artery was punctured, the barewire guide wire was advanced however the aortoiliac bifurcation was too steep therefore it was difficult to advance the wire. The nav6 embolic protection system (eps) delivery catheter was advanced over the barewire however resistance was met. After attempting to advance for 5-10 minutes, a kink was noted to the delivery catheter. The delivery catheter along with the barewire was retracted with resistance. Once outside the anatomy it was noted the delivery catheter and the barewire had separated and a portion remained in the body. A snare device was used to remove the separated portion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported kink and material separation were confirmed. The reported failure to advance and difficult to remove were unable to be confirmed as it was based on circumstances of the procedure due to anatomical conditions. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported failure to advance was likely due to anatomical conditions as it was reported that the aortoiliac bifurcation was too steep. It is likely that during the attempt to advance over the steep bifurcation, the emboshield delivery cather kinked preventing further advancement. Additionally, with the shaft kinked, resistance was encountered during removal and during removal the delivery catheter separated at the kink. As a result, unexpected medical intervention was required to remove the separated portion of the delivery catheter with a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.